Event description:
The field representative contacted the patient's physician. According to the physician, the patient had multiple health-related issues and his death was not associated with the device or recent procedure.

Manufacturer narrative:
Additional information is pending further investigation into the patient's death. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system presented to the hospital approximately one week after falling down and causing trauma (punctured skin) to the pacemaker site. The patient was reported to also have a systemic infection and was an intravenous drug user. While in the hospital, the pacemaker and leads were explanted. The following day, the patient passed away. It was reported that the patient was in very poor health condition and had multiple co-morbidities prior to the explant procedure. The field representative was contacted for additional information. He was not aware of any information about the patient's death, but did confirm that the explant procedure went well and the patient was transferred back to the ICU following the explant procedure, but then died the next morning. The products have been returned to boston scientific.